Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the 8478 pump safe rate in use was not determined. The actions and interventions taken to resolve the issue was the pain pump was reset. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative and consumer regarding a patient receiving bupivacaine (2.1005 mg/day) and morphine (3.501 mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported when the patient tried to bolus, this afternoon, they were seeing an alarm bell on the screen of the ptm and was showing 8478 pump safe rate in use. It was noted the pump was alarming. The patient was able to bolus this afternoon. The pump was interrogated by the clinician programmer and event logs show code 07 - no other events were seen in the pump logs. It was noted the pump was filled about 2 weeks ago, then stated (B)(6) 2021. It was noted this was the first time the patient had had their pump filled by this hcp. The issue was not resolved through troubleshooting and the patient was redirected to their hcp.